Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user's screen cracked when working outdoors. A replacement device was arranged, and the user has a form of back up therapy. There was no report of any patient harm or adverse event associated with this report.